Event description:
It was inttially reported that during the surgical procedure the bipolar maryland tip forceps instrument was "catching fire in the wires." The instrument was removed and replaced and the planned surgical procedure was completed. It was later reported that the instrument was not "catching fire at the wires." The complaint was modified to state that smoking was observed. No patient harm, adverse outcome or injury was reported.